Event description:
Boston scientific received information that during a replacement procedure, when the right ventricular (rv) lead was being implanted, pericardial effusion occurred. The physician elected to abort the case, performed a pericadial centesis and the patient was admitted to the hospital. The patient was to heal and a new implant procedure would be performed at a later date. The rv lead remains implanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.